Event description:
A customer in poland reported the spring package came out from the table elevating system in an agfa dr 800. There were no patients involved. One of the actuators fired and one of the wall channels was damaged. Investigation by agfa the supplier determined a hardware issue. The front lever assembly was replaced including the replacement of the frontal chain renewal and all its components. The camera was repaired and the camera driver firmware updated. The table settings were calibrated and the system is working as intended. The supplier determined the front lever chain of the device might present a reduction in its reliability over time. There could be several contributing factors including lack of or insufficient maintenance of the device. There has been no reported harm.